Event description:
It was reported that the patient presented in clinic for initial right ventricular (rv) lead implant procedure. During procedure, the rv lead became damaged due to tortuous patient anatomy. The rv lead was not implanted, and a replacement was implanted on (B)(6) 2026. The patient was stable throughout procedure.